Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited chronic auto mode switch episodes due to oversensing noise. The noise was reproducible with arm movements. The lead was capped and replaced successfully on (B)(6) 2018. The patient was stable throughout.